Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose, with sensor readings of 400 mg/dl after lunch and bolus delivery. The customer's hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-332a,mmt-7040ma,mmt-1884l,mmt-242a. The customer reported the event and confirmed that the infusion set and reservoir had already been changed. A finger stick was recommended, but test strips were not available; the customer was advised to purchase them and check later. Education was provided regarding blood glucose monitoring and active insulin time. Troubleshooting was declined. No further patient complications were reported. No product return is required mmt-332a,mmt-7040ma,mmt-1884l,mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.